Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time. Leak. Evaluation summary: the analysis results of the cb12lt found that the device was returned in good visual condition. The device was functionally leak tested and failed. One possible cause for this type of issue is excessive bending load, as a resulting from surgeon manipulation of inserted devices. We have documented the circumstances as they were reported to us. In addition, a corrective action has been initiated to address the leak test failure. No batch number was available; therefore, we were unable to check mfg records for any related non-conformances.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the seal was leaking. The procedure was completed with the device and there was no pt consequence.